Event description:
Information received from the field notes that the battery voltage had only decreased to 2.73v since implant. The patient's underlying rhythm was atrial fibrillation with a ventricular response to approximately 32 bpm to 40 bpm.